Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a cardiac catheterization procedure. Reportedly, the sheath did not split completely and the clip remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.